Manufacturer narrative:
The external visual inspection revealed silicone slices on the top cover, on the fantail, near the electrode ground ring, and the electrode was severed near the array prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imagining inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly healed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced the recurrence of a mastoid cutaneous fistula and device extrusion. The recipient ceased device use. The recipient's device was explanted. The recipient was not reimplanted.